Manufacturer narrative:
(B)(4) fisher and paykel healthcare (f&p) are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject 950n40 neonatal optiflow¿ junior heated circuit kit to f&p new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in switzerland reported via a fisher & paykel healthcare (f&p) field representative that the tubing of a 950n40 neonatal optiflow¿ junior heated circuit kit had melted. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Corrections: section b4: updated to the date this report is submitted. Section d4: device details (including lot#, UDI, dom) were not provided by the healthcare facility. Section g4: 950n40 neonatal optiflow¿ junior heated circuit kit is not sold in the USA but it is similar to a product which is sold in the, USA. The 510(k) for the similar product is k220703. Method: the subject tubing as part of the 950n40 neonatal optiflow¿ junior heated circuit kit was received at fisher & paykel (f&p) healthcare in new zealand for investigation, where it was visually inspected, and performance tested. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported that the inspiratory tubing of a 950n40 neonatal optiflow¿ junior heated circuit kit was melted, and that there was a support cushion on the tube when the malfunction was discovered. The healthcare facility reported that the section where the subject device melted would stick to the bed, and that there was no patient harm. Visual inspection of the subject device revealed that a section of the tube, approximately 25cm, was observed to have melted, approximately 17cm, from the patient end, confirming that the reported malfunction. Resistance testing of the heater wire was confirmed to be within specification. The log file of the f&p 950 respiratory humidifier in use at the time of the reported event, confirmed that on 05 april 2025, there was 8 hours where the flow was around 0.6l/min. It is probable that the melted tube occurred during this period. Conclusion: based on the information provided by the healthcare facility, evaluation of the device and our knowledge of the product, the cause of the melted inspiratory tubing of the 950n40 neonatal optiflow junior heated circuit kit may be due to the tubing being covered during a low gas flow condition. All heated breathing tubes as part of the 950n40 neonatal optiflow junior heated circuit kit are visually inspected and undergo functional tests, including temperature and heater wire resistance. The heater wires are 100% visually inspected using a camera system. The heater wires are also tested for resistance, continuity, polarity, and pitch during production. Additionally, a functional test is conducted under load. The heated breathing tube (hbt) is designed to ensure that "under normal conditions" the surface temperature does not exceed 44ºc as per iso 80601-2-74:2021 medical electrical equipment: particular requirements for basic safety and essential performance of respiratory humidifying equipment. The two elastomers used in hbt both have a softening point of 76ºc. The tubing will only reach the softening point if it is covered for a prolonged time and heat is no longer able to dissipate away from the tube. Compression would not cause the tubing to reach the softening point. The key factors which determine whether the heat is retained in the affected area leading to softening are: - the surface area of the hbt covered by an object - the duration of time the hbt is covered - the insulating properties of the object covering the hbt (i.e., higher thermal coefficient would allow less heat to dissipate) - the gas flow rate through the tube (i.e., lack of flow through the tube would allow less heat to dissipate). The 950n40 user instructions (ui) include the following technical specifications: - the maximum tube temperature is 44ºc - operating flow range for the ventilator is 0.5 - 40l/min. The ui that accompanies the 950n40 neonatal optiflow¿ junior heated circuit kit may also caution the user: - set appropriate ventilator or flow source alarms to monitor therapy delivery - perform a pressure and leak test on the breathing system before connecting to a patient. - do not crush, stretch, or milk the tubing - do not cover the circuit with materials such as towels, pillows, or bed linen. Failure to comply may result in skin burn.

Event description:
A healthcare facility in switzerland reported via a fisher & paykel healthcare (f&p) field representative that the tubing of a 950n40 neonatal optiflow¿ junior heated circuit kit had melted. There were no reported patient consequences.